Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to unexpected longevity. The ipg showed a continous drop of remaining longevity and increase of battery impedance faster than expected for the programmed settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device found a high current drain condition due to current leakage in a tantalum capacitor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.